Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 2032227-2014-17688.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis and high blood glucose levels. The blood glucose reading was 538 mg/dl at the time of hospitalization. The customer experienced rapid heart rate, high ketones count, and labored breathing. The customer's mother stated that when she removed the reservoir today, she smelled insulin and observed wetness in the reservoir compartment. The most recent blood glucose reading was 403 mg/dl, and the customer had treated with manual injection. Upon troubleshooting, it was found that insulin exited from the tubing during a manual prime and no leak was noted. The insulin pump also passed the high pressure test and self test; advised that the insulin pump was working as designed. The customer's mother reported that insulin leaked from the reservoir into the reservoir compartment. Advised the customer to start with a new infusion set and reservoir and to monitor device. Nothing further reported.